Event description:
It was reported that during a small bowel resection, the trocar disconnected from the device. The surgeon retireved the trocar . Another device was used to compelte the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.